Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00295 on 21-aug-2019. Additional information (03-sep-2019): siemens customer service engineer (cse) went onsite and performed the following activities on the immulite 2000 instrument. Cse replaced the sample valve manifold and carried out calibrations for the sample and reagent probes. Also ran dispense angle checks for both sample and reagent probes. Cleaned and re-fitted the sample carousel. Customer loaded a new kit and ran adjustment which were fine. Customer is planning on checking total human chorionic gonadotropin (hcg) precision post service. Siemens investigation is still ongoing. Method code in section was updated based on the additional information.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00295 on 21-aug-2019 and filed the supplemental MDR 2432235-2019-00295_s1 on 05-sep-2019. Additional information (15-oct-2019): after siemens customer service engineer (cse) performed service on the immulite 2000 instrument, total human chorionic gonadotropin (hcg) precision was evaluated using three patient pools run in replicates of 20 and the % cv limits were found to be acceptable. The customer continues to report controls and patient results for hcg without further concern. Based upon further investigation completed by siemens, it was confirmed that the cause of the event was hardware related and more specifically due to the sample probe since the service performed to the sample probe resolved the imprecision. The device is performing according to specifications. No further evaluation of this device is required. The following sections were updated: section d1, d2, d3, d4, g1,2 (continued), g5, h6 (result code & conclusion code), and section h10.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report that discordant, falsely elevated total human chorionic gonadotropin (hcg) test results were obtained for a single patient sample on an immulite 2000 instrument. Customer stated that quality control (qc) results were within range at time of testing and no other discordant results were observed. The cause of the discordant, falsely elevated hcg results is unknown. Siemens is investigating the issue.

Event description:
The customer contacted the siemens customer care center (ccc) to report that discordant, falsely elevated total human chorionic gonadotropin (hcg) results were obtained for a single patient sample on an immulite 2000 instrument. The discordant results were not reported to the physician(s). The customer repeated the same sample five additional times resulting lower than the initial result but not as expected. The customer repeated the same sample two additional times on an alternate non-siemens instrument, resulting lower and as expected. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hcg results.